Event description:
Patient underwent a laminectomy for removal of electrode, placement of electrode, and programming of internal pulse generator for a failed electrode stimulation. Electrode was found to be all on the right side, when the stimulation was needed on the left side. Electrode was found to be stretched. It was removed from the extenders. A new electrode was brought into the field and then the electrode was passed on the left side. The patient was awakened. He got good stimulation. The electrode was then anchored. It was then attached to the previous placed extenders. They were attached to the watertight boots. The internal pulse generator was then interrogated and programmed, and the impedance was found to be normal. Complications none.